Event description:
It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. The infusion set had been in use for less than 48 hours and insulin pen is used for treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219.